Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 38mm synergy drug-eluting stent was used, however; a damaged in the distal part of the stent strut was noted. The procedure was completed with a different device and no patient complications were reported.